Event description:
Information was received indicating that this ambulatory infusion pump exhibited an "alarm air" alarm. It was noted that the pump had delivered 90 ml when it was supposed to infuse 100 ml. No adverse patient effects were reported.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Functional testing to detect for alarming without display message were conducted. The customer's complaint however could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.